Manufacturer narrative:
(B)(4). (B)(6). The power drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power drive device motor had seized, jammed, and was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for general condition, battery casing coupling assessment, untrue running, triggers with electronic control unit (ecu) function, and function test, the power with test bench, immediate stopping, and reverse locking mechanism function. It was noted in the service order ¿motor does not work¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.